Event description:
It was reported that during the implant of the intraocular lens, (iol) the cartridge failed and resulted in the lens not being placed correctly within the patient's eye. A vitrectomy was performed. Further, it was noted that the cartridge was damaged; the tip was broken. The lens was explanted and replaced with an anterior chamber lens without further issue. The patient's post operative findings include corneal edema and descemets folds. A separate medwatch report will be provided for the lens.

Manufacturer narrative:
Manufacturing record review showed no non-conformances generated during the manufacturing process of this lot and all manufacturing operations were in compliance. The device was returned to the manufacturer. Visual inspection revealed that the device was contaminated. Visual inspection revealed that the tip was cut off. Visual inspection revealed small residues of blood at the top area of the cartridge tube. Visual inspection also revealed residues of viscoelastic solution on loading zone and on the inside of the cartridge tube and some particles. The observed damage was consistent with improper handling of the device. (B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(6). (B)(4) - intraocular lens. Prior to release to market, the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics (amo) has been submitted. Placeholder.